Event description:
The pt tested blood glucose on suspect device and was 98 mg/dl, moments later he passed out. Paramedics were called and they tested blood glucose on their device and was 24 mg/dl, 20 minutes later. The pt was given orange juice and sugar. The pt did a back to back blood glucose test with paramedics device and the paramedics device read 66 mg/dl while the pts suspect device read 124 mg/dl. He ran a glucose control solution 3 days later and it was within specs.